Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device found no evidence of product malfunction or product error, and the need for corrective action was not established. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the black secondary femoral impactor broke at metal to plastic attachment site. No surgical delay.